Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary failure of cut electrode thermal damage to be related to the customer reported complaint. Visual inspection was performed, and the instrument was found to have thermal damage on the cut electrode located on the bottom jaw of the grip set. Electrical continuity testing was performed and passed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. Energy delivery test was performed and passed. All 9 jaw ceramic dots were present at the tips. The instrument was connected to the e-100 generator without any issues.

Event description:
It was reported during a da vinci-assisted radical hysterectomy procedure, the blade of the synchroseal instrument appeared to be melted. The customer completed the procedure using a back-up instrument and there was no report of patient injury. Intuitive surgical, inc. (Isi) completed customer follow-up and obtained the following information: the instrument was inspected prior to use and there was no damage out of the ordinary. The reported issue occurred during cutting and the white pad appeared to be melted. The instrument worked for approximately 15 minutes and an error occurred indicating to "inspect jaws for possible damage, hemostasis may be compromised", which the surgeon believed caused the issue. The target tissue (vagina) was under tension during sealing/cutting process and tissue effect was observed during sealing/sync cycle. There was no unexpected bleeding experienced, and no patient injury observed.